Event description:
It was reported that the lead exhibited noise, oversensing and high lead impedance. The lead was explanted.

Event description:
New information received notes that during the lead extraction patient ceased to breath. An svc tear was also noted. The patient expired.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.